Event description:
It was reported that there was a tubing leak and separation that occurred at the y-site IV fluids were infusing at the time of event. There was no patient or clinician harm. Although requested, no additional patient information provided.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. The set was visually inspected as received for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a cut in the tubing just below the distal smartsite port. No other anomalies were observed throughout the set. Functional testing confirmed leaking from the cut. The source of the leak is due to a cut in the tubing two inches below the distal smartsite. The root cause of the cut damage could not be determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no additional patient demographics provided.

Event description:
It was reported that there was a tubing leak and separation that occurred at the y-site IV fluids were infusing at the time of event. There was no patient or clinician harm. Although requested, no additional patient information provided.